Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepancy results when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system analyzer. According to the customer all 7 samples were initially tested using the cobas® liat® system, with one sample been negative on all 3 target. Six of the same samples, along with one new patient sample that was re-collected, were repeated on the microbiological analyzer. One sample was positive and 6 samples were sars-cov-2 negative. The negative results were reported, no patients harm or injuries are alleged. Investigation is currently in progress. Per the FDA guidance seven (7) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit facility full name: (B)(6). (B)(4).

Manufacturer narrative:
Each of the result discrepancies can be explained either by low titer samples and/or by differences in test platform sensitivities. ¿ in alleged run #30, there is no amplification signal visible. The result is considered correct. No issue can be seen associated with this run. ¿ there are no issues in the alleged runs #32, 103, 221, 226. Characteristic amplification curves can be observed in these runs. ¿ for run #95 and #195, the patient sample has a CT value at the limit of detection (lod). Lod samples have a low viral load and are low titer samples. For very weak samples near the lod of the assay it is expected to receive inconsistent and wavering results from run-to-run. The concentration of viral material at this level is so low that it may not be detected and amplified during an assay run. At this concentration, there are extremely limited copies of viral rna present in the sample which may not come into contact with the polymerase enzyme and be amplified sufficiently to generate a detectable fluorescence signal. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Low titer samples can also occur due to cross-contamination. Please ensure customer is following proper good lab practices to minimize this chance.the customer¿s allegation is substantiated. (B)(4).